Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The tse recommended replacing the keypad, and to call back if the issue was not resolved.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) became unresponsive. There was no reported patient harm. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.